Manufacturer narrative:
The customer reported EKG dropouts for 1-3 seconds occurring on multiple gz devices on this central nurse's station (cns). The customer provided 3 (gz transmitters) bed ID examples. The system engineer checked the enterprise gateway (eg) and none of the 3 examples provided were on the bed list, meaning they are not on the network. The engineer then found out that the 3 examples provided were not on the network because they were turned off. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: gz transmitters: model #:gz-130pa, serial # (B)(6), device manufacturer data: 04/25/2022 unique identifier (UDI) #: (B)(4), returned to nihon kohden: no. Model #:gz-130pa, serial #: (B)(6), device manufacturer data: 04/14/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no. Model #:gz-130pa serial #: (B)(6), device manufacturer data: 01/26/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no.

Event description:
The customer reported EKG dropouts for 1-3 seconds occurring on multiple gz devices on this central nurse's station (cns). There was no patient injury reported.